Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a malfunctioning soft key during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, the reported problem 'malfunctioning soft key' was confirmed. The evaluator found that the fourth from left soft key was hard to operate. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a keypad problem. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.